Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a backup battery (ebb) fault in dec2025 that resolved after reseating the ebb (cs-221335). The alarm returned and could not be cleared so the system controller was exchanged. Log files were submitted for review and captured ebb faults starting at 0446 on 05jan2026 and continued on and off for the remainder of the log. It appeared that the faults were due to the ebb failing the load test.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault was confirmed via review of the log files. Data from the reported event dates 05jan2026 was reviewed for the submitted and downloaded log files. The pump maintained a speed within the expected range throughout the reported event date. The controller event log files revealed a backup battery fault alarm on 4:46:42. The alarm continued to be intermittently active for the remaining duration of log file. The alarm is associated with the backup battery not passing the load test. The backup battery did not pass the initial load test due to the loaded voltage measuring under the acceptable threshold compared to the unloaded voltage. When the backup battery initially did not pass the load test, the loaded voltage measured to be 11.361v, and the unloaded voltage measured to be 12.171v. The driveline was disconnected at 11:08:05, consistent with the reported controller exchange. There were no other notable alarms active throughout the reported event date. Pump operation was not affected. The system controller (B)(6) was returned for testing. The controller functioned as intended throughout testing and supported the system without issues or alarms. A root cause for the reported event was not conclusively determined through this analysis. A corrective action was opened to further investigate this issue. The heartmate 3 instructions for use (rev. D) was available for use at the time of the event. Section 7, entitled ¿alarms and troubleshooting¿, describes the visual and audible alarms associated with the backup battery faults and how to resolve them. The heartmate 3 instructions for use, section 2, entitled ¿system operations¿, includes how to perform a self-test on the system controller. It notes the importance of doing the test daily to ensure alarms are functional. The heartmate 3 patient handbook (rev. A) was available for use at the time of the event and cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed no deviations from manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.